Event description:
It was reported that during a case the tip of the instrument broke off into the pt's joint. There was a 1 and 1/2 hour delay and the case was converted to an open procedure to remove the piece.